Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the patient had a revision for a bio-rsa glenoid patient which had appeared to have a re-absorbed. The surgeon removed the glenosphere and baseplate with ease from the glenoid socket and packed it full with femoral head allograft. The tray and poly were removed from the flex stem and surgeon placed a 50x16 cocr flex humeral head onto the stem to turn it to a hemi. It was reported in a final report from surgeon, the right shoulder prosthesis was dislocated with the humeral end lying inferior to the glenoid prosthetic margin. Extensive osteolysis surrounding the glenoid component.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned, but evidence was provided, which matches the alleged failure. A device inspection was not possible since the affected device was not returned. From the provided picture taken just after the devices explantation, we can observe the presence of soft tissues on the removed implants and the received plastic insert had a half-worn area on the functional flat surface, probably due to the friction with the glenoid components. No additional information could be observed. Since data, a pre-op x-ray, blueprint images, and a picture of the extracted implants were provided, the opinion of a medical expert was sought and stated as follows regarding the dislocation issue, the humerus together with the humeral implant has dislocated in the glenohumeral articulation. The humeral stem is well-fixed to the bone and the humeral tray is well fixed to the stem. Regarding the reported osteolysis surrounding the glenoid component the direction of the x-ray does not allow for a detailed assessment of bone surrounding the glenoid baseplate. The baseplate is however, angled superiorly which can be related to implant migration. Since we have no earlier images to compare with, a detailed assessment is not possible. Since the surgeon needed to fill the glenoid defect with a femoral bone graft, we may assume bone loss due to osteolysis on the glenoid side patient related most likely, resorption of bio-rsa bone graft followed by loosening of the glenoid baseplate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Resorption of the bio-rsa bone graft, followed by loosening of the glenoid baseplate, is the most likely root cause of the glenohumeral dislocation observed. However, more detailed information about the complaint event must be available in order to clearly determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that, the patient had a revision for a bio-rsa glenoid patient which had appeared to have a re-absorbed. The surgeon removed the glenosphere and baseplate with ease from the glenoid socket and packed it full with femoral head allograft. The tray and poly were removed from the flex stem and surgeon placed a 50x16 cocr flex humeral head onto the stem to turn it to a hemi. It was reported in a final report from surgeon, the right shoulder prosthesis was dislocated with the humeral end lying inferior to the glenoid prosthetic margin. Extensive osteolysis surrounding the glenoid component. No further information was provided.